Manufacturer narrative:
Returned device was received in good physical condition and no issues were detected with the returned product. During the evaluation of the device, a leak was detected in the ay bag specifically in the top corner near the pump tube connection. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information received a smith medical cadd cassette reservoirs -flow stop pcs cartridge tubing cracked and was leaking when bolus used with unknown medication.